Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that he was hospitalized due to high and low blood glucose. Customer's blood glucose was 21 mg/dl. The customer's wife call the emergency medical services because he kept reading high 3 times. The customer stated that he was low because he over bolused for his high blood glucose. The customer was sweating like crazy. The paramedic came in and gave him an IV and treated him with out taking to the hospital. The customer declined to troubleshoot for high blood glucose because he thinks the pump is working fined. The customer was advised of the missed bolus reminder setting that would notify him if he didn't bolus within a certain time frame.